Manufacturer narrative:
Citation: sengupta a, pastuszko p, zaidi an, murthy ra. Early outcomes of pulmonary valve replacement with the edwards inspiris resilia pericardial bioprosthesis. World j pediatr congenit heart surg. 2024;15(1):52-59. Doi:10.1177/21501351231178750 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the safety and effectiveness of the edwards inspiris resilia aortic bioprosthesis in patients requiring pulmonary valve replacement (pvr). A total of 24 patients who all underwent pvr with the non-medtronic inspiris resilia bioprosthesis were included in the study population. One patient required pvr due to endocarditis of a medtronic melody transcatheter pulmonary valve. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Updated: a2, a4, b5, d4, d6a, h4, and h6. A search of the medtronic global complaint handling database with the provided unique device serial number did not find a previous record for these observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding physician/author stated that culture negative endocarditis was diagnosed in the melody valve patient approximately six years after valve implant. The physician/author added, "the patient started having fevers with progressive increase in pulmonary valve gradients. Blood cultures were negative." The melody valve was explanted after seven weeks of antibiotic treatment. The physician/author remarked that no vegetations were noted but there was severe valve degeneration and cultures of the explanted valve were negative.

Manufacturer narrative:
Corrected: b3 (year valid) and d6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.